Event description:
Information was later received noting that the voice alteration was definitely related to the implant procedure and probably related to stimulation. The outcome is not recovered/ not resolved. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Clinical study patient was reported to have experienced voice alteration due to vns surgery. The event has not resolved. It was reported that the patient was experiencing bad hoarseness that has not resolved since implant. Patient is seeing ent and may be getting injections for their vocal cords. No additional relevant information has been received.